Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in g1 (manufacturing site name). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the delivery issue was determined to be patient condition related to the patient¿s anatomical limitations.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. Due to an aortic aneurysm, impella could not be advanced and had to be explanted. Additional information was provided by the other senior physicians that anatomical limitations made the use of the impella not feasible. Due to the urgency of the shock situation, it was not possible to assess these constraints in advance. There was no patient harm.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.